Manufacturer narrative:
Device received for this event is being corrected from unknown atis ev implant catalog # unknown atis ev implant to competitor unknown product implants catalog# competitor unknown product implants. Product has been changed to competitor unk since the case cannot be voided. This case turned out to be insufficient primary stability, which is not considered a complaint. Please disregard the initial report. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.